Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# (B)(6) a distal portion was received measuring 47 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had an occluded superior vena cava. The device and right ventricular (rv) lead were replaced subcutaneously. No further patient complications have been reported as a result of this event.